Manufacturer narrative:
Due to character limitation, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cs300 intra-aortic balloon pump (iabp) device is not working on battery. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6( component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) observed and found same. During diagnosis battery looks defective and it need to be replaced. Replaced parts from customers stock. All functional tests has been completed successfully. Machine handed to the customer in working condition.